Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged latching spindle bracket weld. Sharp edges were exposed as a result of the weld break. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.